Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been reprogrammed thirteen days earlier for rv pacing, rvtip to rv coil, and now the current rv pacing impedance is within expected range.

Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the interrogation report indicated that there had been a rv bipolar impedance warning triggered the prior month. It was noted that high/undefined pacing impedances has been an ongoing issue with the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.